Manufacturer narrative:
The device was returned and an evaluation is complete. Visual inspection was performed and noted loose particulate matter in the fluid path, further described as an off-white particle and brownish particles. The particulate matter was further examined via fourier transform infrared spectroscopy. The of-white particle was determined to be cellulose. The brownish particles were also tested with hemastix, and were determined to be blood. The reported issue of particulate matter was verified. The cause was not determined, but was not related to the manufacturing process. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an interlink system non-dehp t-connector extension set contained debris in the line. This was connected to a non-baxter transducer via a cannula and this was all connected to an arterial line. The debris was described to be off white, about 1/4 to 1/2 mm in size, and about 4 in from the insertion site. This was discovered after the patient had been connected to the line for 2.5 days. There was no report of patient injury or medical intervention associated with this event. No additional information is available.